Event description:
A customer obtained positively biased troponin I results for a patient sample. Based on the results and previous history, the patient was admited and an intravenous procedure initiated. A negative value was obtained on an alternative eci instrument and the procedure was stopped. Elevated troponin I results of this magnitude could result in cardiac catheterization. There was no report of patient harm as a result of this event.